Event description:
(B)(4). Per territory business manager, the dealer asked him to take a look at a defective walker. The paddle release on the right side of the walker had come off. The piece that holds the gray paddle in place had come loose. MDR filed.